Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome and driveline infection could not be conclusively determined through this evaluation. Whether the device was operating as expected at time of death as well as cause of death was unknown, though it was reported by the account that the outcome was not device or therapy related, no alarms were reported, and the device was not explanted and will not be returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death and driveline infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2021, the patient had blood cultures and complete blood count drawn due to the patient feeling more fatigued and for increased driveline drainage. The patient had a known driveline infection and was on suppressive antibiotic therapy. The patient also had endometrial cancer, chronic kidney disease, known depression, and was known to struggle with fluid status in their chronic heart failure. On (B)(6) 2021 the site attempted to follow up with the patient regarding elevated brain natriuretic peptide (bnp) and diuretic plan. The patient did not answer nor return the call. The patient's sister called back around noon, of the same day, to report that the patient was found deceased in their home. The blood cultures from (B)(6) 2021 later resulted as negative at 5 days in both sets. One set was noted to have contamination with normal skin flora. Whether the death was considered to be device related or if the device was operating as expected at time of death was unknown.